Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the audio bolus button was torn at the center, the down keypad button and the audio bolus button intermittently responded to user inputs during testing, and there was evidence of adhesive/contamination found under all key contacts and the audio bolus button.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up, down and ok keypad buttons are reportedly sticking when pressed. The pt stated that the audio bolus button was off; however, denied any damage or lifting of the keypad. There was no adverse event associated with this complaint.